Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 11 months , 2 days due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris relisa aortic valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Added information to b5, b7, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records, a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 11 months, (two) 2 days due to endocarditis. The explanted valve was replaced with a 25mm 11500a inspiris relisa aortic valve. Patient post-operative status noted as in recovery. Per medical records, patient presented with ongoing IV drug abuse and infective endocarditis (serratia bacteremia) of 25mm 11500a bioprosthetic valve in the setting of cva, cerebral aneurysm, and cerebral abscess. The plan was to address his neurologic issues first and meanwhile he was placed on uninterrupted antibiotics for 6 weeks. After receiving clearance from neurology, the patient underwent redo avr. A transverse aortotomy was performed and upon inspection of the bioprosthetic was found to have thickening and irregularity of the leaflet tissue. There were vegetations on the ventricular surface of the left and noncoronary cusps. The explanted device was replaced with a 25mm 11500a aortic valve. Post bypass tee showed normally functioning replacement valve with a mildly dilated right ventricle. The patient was transferred to ICU intubated and sedated in critical condition.